Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Caller states an old rolls wheelchair from 1980 belonged to his grandmother, that the eight inch wheel on right side has 4 broken spokes .